Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)

Event description:
It was reported that during a laparoscopic pancreatectomy and splenectomy procedure, the trocar was leaking at the top through the slits of the trocar. The same device was used to complete the procedure. Then the surgeon did the laparotomy part to the procedure as usual to get to the splenic vein. No adverse consequences reported.